Event description:
The customer reported the surgeon inserted the +10.5 diopter cc4204a collamer single piece lens and did not like the way it was seated in the eye. The lens was removed and replaced with different lens without any injury to the patient. The reporter stated the event was due the surgeon's preference.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was received in liquid and no visible damage was observed. (B)(4).